Manufacturer narrative:
This report is being supplemented to provide additional information and to correct information provided on the initial report. The following sections were updated and/or corrected: d4, d10, g4, g7, h2 and h10.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. A review of the device history record was completed and it was confirmed that there were no abnormalities, special adoptions, or variations in the manufacturing process. The root cause of the reported issue was not identified. Probable cause could be due to the power switch has an old design as it was manufactured in 2013. Probable cause could be due to power switch was damaged as the operating force amount and frequency during application of the power switch exceeded. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A field service engineer was dispatched to the user facility to evaluate the device. The user¿s complaint that the power switch was broken was confirmed and the power switch was replaced. The device was returned to full functionality. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that there is a device with a broken power switch. The device was not able to power on. The power button broke internally. There was no residue observed on the button. There was no patient involvement. No additional information was provided.